Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a random resume pump alarm and was not sure why. The customer's blood glucose was not impacted as the insulin delivery was resumed. Tandem technical support had customer review the pump's history and the resume pump alarm could not be found.